Event description:
On (B)(6) 2019, a 25mm amplatzer pfo occluder was deployed, but the left atrial disc deformed in the cobra-head shape. The physician finished the procedure with another pfo occluder without further issue. The procedure was not significantly extended and the patient remained hemodynamically stable throughout. Post-procedurally, the patient is reported to be in stable condition and discharged.

Manufacturer narrative:
The reported event of device deformation upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deformation is under further investigation.